Event description:
Paramedics responded to a person in cardiac arrest. When attempt was made to deliver therapy the device indicated 'connect cables' and would not charge. A back up unit was available but was not used. Although pt outcome was not reported, the reported stated that the device did not contribute to the pt's outcome due to lack of pt viability.